Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for gastric stimulation and gastrointestinal/pelvic floor issues. It was reported that the ins had been sore and swollen and there was a bubble at the site. The patient went to a walk-in clinical and was told to go to the ER to have it checked out, and the patient would be going on the day of the report. It was noted there were no trauma/falls that could be related to the issue. No further complications were reported/anticipated.